Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800544 was manufactured on 11/26/2018 a total of (B)(4) pieces. Lot was released on 11/30/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. There was no clip in the first position of the channel. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. Another attempt was made , and the indicator clip fired indicating that there were no clips remaining in the channel. The sample was disassembled to inspect the internal components. The proximal end of the feeder was slightly bent. The bent rotation tab and the proximal end of the feeder being bent are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jamming" was not confirmed based upon the sample received. One sample was returned with no clips remaining in the channel, indicating that all 15 clips were fired by the end user. However, the sample was returned with the rotation tab bent and the proximal end of the feeder slightly bent. The bent rotation tab and the proximal end of the feeder being bent are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the device was fired multiple times, then it started jamming and unable to reload for a new clip. The user does not believe he used anywhere near the 15 clips that are pre-loaded in the device.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was fired multiple times, then it started jamming and unable to reload for a new clip. The user does not believe he used anywhere near the 15 clips that are pre-loaded in the device.